Event description:
A pt has received a 3rd degree burn after 45 minutes of surgery (stapedoctomy). Light intensity of the surgical microscope was set at about 50%. The customer moved the assistant scope from one side of the microscope to the other side without rebalancing the microscope. To avoid repositioning, the unbalanced microscope, he increased the illuminated area which therefore illuminated unprotected and unirrigated skin.

Manufacturer narrative:
By not rebalancing the microscope after moving the assistant scope, the surgeon illuminated unprotected skin peripherally which led to a light induced burn. The hospital did not release pt details. The device was inspected by a service technician. The balancing system and all other functions were found to be in good working condition.